Manufacturer narrative:
Patient information not available for reporting. Additional product code ¿ hrs, hwc. (B)(4). (B)(6). (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. DHR review - manufacturing location: (B)(4). Manufacturing date: 13. May 2015. Expiry date: 11. May 2025. No anomalies were detected during device history record review. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes EU reports an event in (B)(6) as follows: it was reported that a patient was originally treated for pseudoarthrosis with the implantation of a locking compression plate (lcp) on the distal end of the femur. At some point post-operatively, the lcp plate broke. As a result, the patient was returned to the operating room and was revised to centro-medullary nailing. The patient continues to experience lameness of the limb while walking. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the patient had a non-union which was treated with a locking compression plate (lcp) osteosynthesis plate and stabilized with five epiphyseal screws including three locking screws on (B)(6) 2015. After reduction of the shaft and with fluoroscopic control ten screws (alternating conventional screws and lcp locking head screws) were placed. After stabilization there was a large anterior cortical defect. Rectangular graft was harvested from the fascia; spongy tissue was also harvested from the iliac crest. The harvested product was placed in the metaphyseal bone defect, supplemented by the corticocancellous graft. Per fluoroscopic control from the front and side, results were satisfactory. On (B)(6) 2016, the broken plate was easily removed. The nail was placed and it was decided not to lock the nail at the top in order to achieve a dynamic assembly from the outset. The non-union was filled with bone tissue from the reaming products combined with placement of non-synthes bone substitutes. Per fluoroscopic control, results were satisfactory. Concomitant reported parts: one screw (part and lot number unknown).